Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the arm, on (B)(6) 2016. It was reported that calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Also: do not calibrate if the out of range symbol shows in the status area. And: the system may tell you that it cannot provide a sensor glucose reading. When this happens you will see either the glucose reading error symbol ("???") Or the wait symbol ("hourglass") in the status area. These symbols mean the receiver does not understand the sensor signal temporarily. These symbols are related to the sensor only. Wait for more prompts, and do not enter any blood glucose values when you see these symbols. The system will not use a blood glucose value for calibration when these symbols show.